Manufacturer narrative:
Review of programming history.

Event description:
During review of a pt's programming history, it was found that upon initial interrogation on (B)(6) 2008 the pt was found to be set to (B)(4). While there is no record of systems diagnostics being performed at that time, the pt's settings are indicative of a faulted systems diagnostic test. The pt was re-programmed that same day to (B)(4) further proving that the settings of (B)(4) were not as intended. There were no reports of any pt adverse events as a result.